Event description:
The customer reported a touch screen that became unresponsive during treatment. The operator rebooted the machine and continued treatment. There was no blood loss or any other clinical consequences for the pt as a result of the reported event.

Manufacturer narrative:
Treatment data files related to the reported event have been reviewed by the MFR. A reboot of the machine can be confirmed. The reported condition has been duplicated by the MFR.